Manufacturer narrative:
(B)(4). Investigation summary: customer returned photos of a 3/10c syringe. Customer states that when removing the shield, the needle with the shied was separated from the hub. The photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. Manufacturing (B)(4) will be notified of this issue. A review of the device history record was completed for batch # 0020552 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200871354] noted for cracked hubs. Conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause: root cause was debris in the shield carrier dial. Corrective action: debris was removed from shield carriers. Rationale: CAPA (B)(4) has been opened to address this issue.

Event description:
It was reported before use the bd ultra-fine¿ insulin syringe had the hub separate from the device. The following information was provided by the initial reporter: the customer stated ¿when removing the shield, the needle with the shied was separated from the hub.¿